Manufacturer narrative:
Though the device malfunctioned, the clinician was able to perform biopsies with no injury to the patient. However, because of the hardware error, the patient probably experienced a delay in the procedure which caused them to have additional exposure time to radiation and additional time under anesthesia. Thus, in conclusion, though the hardware malfunctioned and caused additional time under anesthesia and additional exposure to radiation body vision medical ltd. Is filing this adverse event report in an abundance of caution.

Event description:
During the procedure the computer power was repeatedly lost. The user lost lesion image and location and could not continue sampling from the accurate location. Biopsies were taken but the case was eventually aborted and not finished as planned.